Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the angioguard rapid exchange (rx) 5mm 180cm cannot be released when it reaches the site of the lesion. It was found that the guide wire and the sheath tube were damaged after the withdrawal from the body. The guidewire that was removed from the body was noted to be bent. Additional information obtained from the product analysis, states that a separated condition was observed on the delivery sheath located at 148.5 cm from the proximal end. Additionally an unravel condition was noticed on the distal tip of the device. There were no damages noted on the sheath tube and the device was stored, inspected and prepped as per instruction for use (IFU). There was nothing unusual noted about the device prior to use. The target lesion is the left internal carotid artery. The device was larger than the vessel as instructed in the IFU. The lesion was seventy percent calcified, and the vessel is noted to be tortuous. The deployment sheath tip is fully seated in the filter basket introducer upon opening the package. There was no difficulty encountered while flushing the filter introducer and deployment sheath. The torque device was locked into the guidewire. The capture sheath coil dispenser was flushed according to the IFU. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty encountered while advancing/tracking the device towards the lesion. No unusual force was used any at any time during the procedure. The procedure was completed using another angioguard. The device is expected to be returned for analysis. There was no patient injury reported.